Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indication window of a 5f exoseal vascular closure device (vcd) had not been discolored during the retraction process at a 50 degree angle. Manual compression was used for hemotstasis. There was no reported patient injury. The device was used after a cerebral angiogram. The doctor obtained certification to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they pulled the guide wire ring and found that it could change color and the plug expansion button could be pressed. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indication window of a 5f exoseal vascular closure device (vcd) had not been discolored during the retraction process at a 50 degree angle. Manual compression was used for hemostasis. There was no reported patient injury. The device was used after a cerebral angiogram. The doctor obtained certification to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they pulled the guide wire ring and found that it could change color and the plug expansion button could be pressed. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU. A non-cordis 5f 11cm short sheath was used. The femoral artery¿s suitability was confirmed on angiography, including the insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% in or near the access site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly, producing an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 5f csi was returned inserted on the unit returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with the window in full transition.. The cause of the reported issue could not be determined since the condition of the received device did not match the event reported, as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indication window of a 5f exoseal vascular closure device (vcd) had not been discolored during the retraction process at a 50 degree angle. Manual compression was used for hemotstasis. There was no reported patient injury. The device was used after a cerebral angiogram. The doctor obtained certification to use exoseal vcd. There are no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they pulled the guide wire ring and found that it could change color and the plug expansion button could be pressed. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU. A non-cordis 5f 11cm short sheath was used. The femoral artery¿s suitability was confirmed on angiography, including the insertion angle, and the vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% in or near the access site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly, producing an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. Upon removal of the device, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.